Event description:
The customer experienced a different issue, identified as malfunction 12. There was no adverse impact on the customer's blood glucose level. The customer decided to reset the pump on their own without further assistance from technical support, who advised them to call back if the issue recurred.